Event description:
The patient has two model 3286 leads from the same lot. It was reported the patient was hospitalized on (B)(6) 2014 due to blood clots developed sometime after her scs implant surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.